Event description:
Procedure: laparoscopic cholecystectomy. Reportedly, the 11mm versastep was placed at the umbilicus; at the very end of the case, a piece of the sleeve, which covers the mesh, was found in the patient's adbomen. The surgeon removed the piece without difficulty. No injury reported.